Event description:
Loaner staff of stryker (B)(4) noticed the missing pin of the impactor after it was returend from the hospital. The pin was broken after implant was impacted in the medical procedure. So, there was no adverse consequence. No more information will be provided.

Manufacturer narrative:
An event regarding the fracture of a femoral impactor extractor was reported. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been (B)(4) other events reported for the manufacturing lot. Conclusion: ncr has been conducted for the product and failure mode reported in this event. Ecn has been implemented to correct the pin/hole fit issue. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the missing pin of the impactor after it was returend from the hospital. The pin was broken after implant was impacted in the medical procedure. So, there was no adverse consequence. No more information will be provided.

Manufacturer narrative:
The evaluation summary will be submitted in a follow up report upon completion of the investigation.